Event description:
Patient experienced recurrent seroma that required aspirating seven days after the device had been explanted. The patient also experienced an infection of the seroma cavity that was treated with wound care and antibiotics. The wound healed three months later in 2003.